Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings, low battery alert and damage on the pump. The customer's blood glucose reading was around 250 mg/dl to 400 mg/dl. The customer stated that the batteries did not last more than 1 week. The customer did not receive low battery alert. The customer mentioned there is a scuff mark on the screen but the pump was not damaged. The product was returned for analysis.